Event description:
An angioplasty procedure was being performed. The sheath had been placed and the balloon catheter was being passed through the sheath. During passage, the hub of the sheath separated from the sheath. The remaining sheath was removed from the pt with no adverse effect.